Manufacturer narrative:
The concerto coil was returned for evaluation without the renegade microcatheter. The inner diameter of the microcatheter was not reported. The smallest inner diameter (ID) labeled for renegade microcatheters is 0.021¿. Per the concerto coil instructions for use (IFU): ¿the minimum microcatheter inner diameter (ID) required is 0.021¿. The pushwire was found to be broken with the release wire pulled back for the length of approximately 10.0cm. The distal pushwire segment was measured and found to be approximately 180.2cm in length. Under the microscope, the coin was not found to be against the lumen stop, the shield coil was found to be present, and the implant coil was found to be detached and missing. All other subassemblies appeared to be normal and no other anomalies were observed. The concerto coil could not be used for testing with an in-house microcatheter due to its damaged and incomplete condition. Based on the concerto coil analysis and on the event description, the customer report of ¿coil resistance/ stuck at cath hub¿ could not be confirmed, and the cause for the event could not be determined. Possible contributing factors to ¿coil resistance/stuck at cath hub¿ include failure to hydrate the coil prior to use, failure to use continuous flush, and failure to use a compatible microcatheter for delivery. The renegade microcatheter was found to be compatible for use with the concerto coil. Lack of hydration prior to use and use of continuous flush during delivery could not be ruled out as root cause as these factors were not reported. It is possible that the pushwire became broken and the release wire pulled back (subsequently detaching the implant coil) during shipping back to medtronic for evaluation. Additionally, it is possible that the implant coil became lost at that time. The customer did not report the detachment of the implant coil, or the break in the pushwire at the time of the event. It could not be determined if the concerto coil met specifications due to its damaged and incomplete condition; however, all coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): precautions: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary. ¿also, "handle the concerto detachable coil with care to avoid damage before or during treatment". If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil could not pass through the hub of the renegade microcatheter. The coil was reported to be ¿jammed/will not close¿. A new medtronic coil was used to complete the procedure. The implant coil was reported to have been inspected and prepared as indicated in the instructions for use. The microcatheter was flushed but there was no information on hydration of the implant coil or if the introducer sheath was secured in the hub of the microcatheter. The coil was not damaged. No patient injury was reported as a result of the event. The patient was undergoing treatment of a lesion located in the right common iliac artery. The location of the arteries was mild, with no degree of tortuosity, no degree of calcification, and no degree of stenosis. The microcatheter will not be returned for evaluation as it is not medtronic product.